Manufacturer narrative:
The device was explanted nearly three years later due to normal battery depletion and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks over the past two days. The patient reported to feeling a little off before the shocks, but felt fine now. A boston scientific technical services consultant discussed that the patient should contact his physician to see if the device could be checked to ensure the shocks were appropriate. The patient reported that the last time he went in, he was told he should have received a shock but the device was not programmed correctly. Now the patient was uncertain if these recent shocks were appropriate or not. The patient planned to call the physician the next morning.